Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during transport, one of the securing pins on the cardiosave intra-aortic balloon pump (iabp) ac power supply broke. There was no patient injury or death associated with this incident.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4 (UDI, catalog, version, serial), h6 (type of investigation, investigation findings, investigation conclusion). Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: device evaluated/ repair status unknown.